Manufacturer narrative:
H3. Device analysis for the recharger nlf114365n found the complaint unverified, recharger never got hot after running it for 10 minutes. There was a recharger antenna failure, rms voltage at the h field probe. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was caller reported that the "belt" gets hot while recharging the implanted neurostimulator (ins) . Agent confirmed the recharger gets hot. Caller stated that if they are laying on their leg it gets so hot that they can't let it stay there and it doesn't want to charge properly. Patient stated that they will have recharger connected and implant will start charging but then "it" will tell them that it can't charge. An email was sent to the repair department to replace the recharger.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial:(B)(6)); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.